Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Customer complains of low results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 106-157mg/dl fasting. Verified the strips expire 10/26/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 80mg/dl and 89mg/dl fasting. Reviewed meter memory (B)(6). Memory concerns: all the results. Customer calling stating her meter is reading lower results for her compare to alternate meter. Customers meter memory was not set with date and time correctly. Customer has had a no medical changes.